Event description:
Information received indicates the hi/low function of the bed is rising unintentionally.

Manufacturer narrative:
The technician found the hi/low switch post on the nurse control was snapped off. He replaced the hi/low switch post to repair the bed.